Event description:
It was reported that during a cardiac bypass procedure, the clips fired, but did not form. It is unk how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.